Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component , catalog # 00596600317, lot # 62941844. Nexgen all poly patella, catalog # 00597206532, lot # 63283204. Foreign source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01459 & 0002648920-2018-00473-2. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to unknown reasons four months post op. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.